Event description:
It was reported that the user requested assistance pairing a new g6 sensor and transmitter and successfully entered the pairing code and transmitter information in the cgm settings, after which the ilet displayed a glucose value of 49 mg/dl. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no escalation of care. Investigation included troubleshooting and education regarding device pairing and appropriate hypoglycemia management, after which the user confirmed ongoing readings on the ilet and understanding not to overtreat. Investigation of this case revealed no device malfunction identified during the call and successful communication between the cgm and ilet following pairing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.